Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to customer facility and could confirm the reported issue. As troubleshooting, the pump was scrapped and replaced with a new one. Complaints database analysis revealed a similar event occurred in 2021 on the affected pump, solved by replacing the hms board. No concerning trend was highlighted for reported failure mode. Based on investigation findings, the root cause of the reported event was traced back to an electrical failure which generated a fault in the pump motor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report of an error message (431) associated to a pump stop. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.